Manufacturer narrative:
Batch review performed on 06.oct.2021: lot 188511: (B)(4) items manufactured and released on 7-dec-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional item related to the event, batch review performed on 06 october 2021. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1908997. Lot 1908997: (B)(4) items manufactured and released on 4-feb-2020. Expiration date: 2025-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
At 1 year and 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.